Event description:
The cortrak was getting some artifact on the screen, showing the feeding tube in the middle of the screen when it had not passed the back of the throat. Additional information received 05/12/2009: rn inserting into esophagus - the image is not quite midline to right side of screen - depth ok. X-ray confirmed the feeding tube was in the right lung. Patient developed a small pneumothorax and was administered 100% oxygen and it resolved. Since patient was already intubated, the gag an cough reflex's were diminished.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and patient. The actual tube does not influence where it is placed. The feeding tube placement records were reviewed for the patient involved. The placements viewed do not show a typical gi placement. The placements reviewed indicated lung placement based on the path seen when reviewing the cortrak unit. In addition, placements were viewed both before and after the indicated lung placement and found to represent typical gi placements. The cortrak unit continued to be used by the facility routinely between the date of the incident (2009) and its return in the following month.